Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that the reservoir would no go all the way down and had to put a pencil in it to get the reservoir in. Customer blood glucose value was unknown ta the time of incidence. The customer reported that battery life was diminished. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify low battery alert and prime or fill anomaly due to blank display. (B)(4).